Event description:
The customer complained of discrepant inr results for 1 patient from coaguchek xs meter serial (B)(4). The result from the meter was 4.6 inr from a venous blood. The result from the meter 5 minutes later was 6.4 inr from a fingerstick. There was no allegation of an adverse event. The patient was not anemic, had no bleeding, and no bruising. The patient has had no changes in diet, no illness, and no new medications. The patient's therapeutic range was 2.9 - 3.1 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with master lot strips: 4.1 inr, customer meter with customer strips: 4.0 inr. Donor 2: retention meter with master lot strips: 2.4 inr, customer meter with customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. .